Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that they queried the device as an action taken to resolve the issue. They turned the device back on and the issue was resolved. There were no further complications reported or anticipated.

Event description:
Per clinical notes from (B)(6) 2019 received from the hcp, after review with the patient, the hcp stated that the patient¿s shock sounded like a cardioversion. After this the ins device/programmer was non-functional. It was noted that the ins was then queried (bonded with the remote), and showed that the device was off and 3 of the 4 programs were completely erased. The programs were then set and ¿bonded to remove to implanted device as bond disrupted by shock therapy¿. An impedance check was performed that showed a range of 1004-2003 ohms. Programs were set as follows: program 1) = impedances of 1690 ohms, battery life 91-100% 96-9 months, lead 3 pos 0 neg, 210 usec pulse at 14 hertz with an upper limit of 8.5 volts. A soft start and stop of 2 seconds was reported and the cycling was off. Threshold 0.6 volts, current setting 0.7 volts which was felt left center vagina near opening. The patient was left on this program as it was working well for them. The plan was to follow up with the patient in 2-4 months to check efficacy and to see if the ins device and programmer were functional. Pertinent medical/surgical history include bladder surgery. There were no further complications reported or anticipated.

Manufacturer narrative:
Based on additional information received, the previously reported device code of (B)(4)no longer applies to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that a power-on-reset (por) was seen on the patient¿s device a day or 2 ago. The patient stated that the programmer was not working because of the por warning message. The patient had recent medical testing which was noted as ¿they had to put her heart back into the right rhythm¿. This had occurred about 2 weeks ago ((B)(6) 2019). They stated that they had turned the ins off but had forgot to turn it back on. The patient was redirected to their healthcare professional (hcp) for the issue. No symptoms were reported in the event. There were no further complications reported or anticipated.